Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/26/2025, the user reported beeping from the ilet device. The alarm indicated low glucose. The user acknowledged the alarm and stated they were about to eat. The user also reported being due for a supply change later that evening. No further concerns were reported.